Event description:
St jude reported that f-p bypass for both legs was performed at right f-p bypass. Gds with tip of little graft was cut. At center of the right, non-absorbable suture (prolexe) 6-0 was used to thread to the graft, and then thread to the adanta, and right after suture was pulled a little bit, the graft at femoral side was torn. The physician re-thread with slightly more allowance, but it was torn again. The physician tried left f-p bypass as same procedure, but the same event was occurred. Finally they were sutured passed torn position over. Round needle was used. The clearance of the allowance was about 2mm. Femoral side was damaged. There were two serials, but we did not know which was right or left (both from the same lot). The procedure was concluded suturing to avoid tore position. Postoperative condition of pt is good.

Manufacturer narrative:
A review of the complaints database reveals no other reports rec'd on this device lot number. Once the sample is rec'd, and the investigation completed, a follow up report will be submitted.